Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain, suspected allergic reaction, and loosening at unknown interface.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 27 may 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was also experiencing limited mobility, moderate multidirectional instability, and significant reactive synovitis. There is no new information that would change the existing MDR decision. The complaint was updated on: 13 june 2016.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: addendum added 21 june 2016 - the complaint was reopened as products and medical information were received. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was also experiencing limited mobility, moderate multidirectional instability, and significant reactive synovitis. The products were reviewed by bioengineering and a report was received (B)(4). A draft investigation form/template was utilised to document the evaluation and observations of the returned products as a pilot for the accuracy and effectiveness of a proposed standardised approach. With regard to the femoral component; condylar bearing surface; 3 to 5 defined scratches were noted, and 1-24% of fine scratches were identified. With regard to the fixation surface; 26-100% cement interdigitation and cement coverage was identified and 6-25 % of bone/organized soft tissue was identified on the fixation surface. With regard to the insert; no malalignment was identified, 3-5 hood score deep scratches were noted, and 1-5 hood score for pitting was given. With regard to the tibial tray fine scratches of 1-24% was identified on the bearing surface, on the fixation surface 1-5% of bone/organized soft tissue was noted, 6-25% cement interdigitation and cement coverage was identified. Several scratches and gouges were noted on the components which could be due to implant retrieval. Some regions on the femur and tibial tray still had bone cement present when received. Areas of polished surface was noted, however it was not possible to differentiate them from those caused by retrieval damage. Visual inspection on the components could not conclude on the reported implant loosening. X-rays were re-reviewed for implant loosening. The implant appears to be in good alignment of approx. 90deg to the mechanical axis. However patient's position was noted to have an externally rotated foot in the post-op image and may have an effect on the interpretation. The patella was noted to be tilted laterally with non-uniform gap between the patella and the femoral component on the medial and lateral side. There appears to be an appearance of decreased bone density below the tibial tray on the lateral side. However loosening could not be confirmed without more consecutive x-rays. Primary operation notes from (B)(6) 2014 were provided. No observations could be made from the information provided. Patient complained of pain, suspecting allergy to parts implanted. Medical notes from (B)(6) 2016, states the patient persistently complained of limited mobility. Notes suggest there was moderate multidirectional instability, significant reactive synovitis and clear loosening of the tibial component. No other observations could be made. The complaint shall be closed with an undetermined conclusion; post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.